Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity on both eyes (ou) at a 6 day post-operative exam. A brief description from the surgery center indicated the patient had come in and had questions about presbyopia and also noting some light sensitivity problems. The patient was restarted with topical steroids increase to be tapered off. The patient¿s comment was of blurry vision at night and of light sensitivity. At this time, the patient symptoms are being managed. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -1.25x .00 x 90, left eye pre-op 20/20 -1.50 x -.75 x 110. This report is for the excimer laser. A separate report will be filed for the femto laser.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.